Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem section b5 - executive summary - updated section d10 concomitant products grid - updated section h1 type of reportable event - corrected - no malfunction the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during one stenosis case, the operator used a guidewire to deliver subject stent, and resistance was encountered and after several tries the subject stent could not be delivered to the location. It was found that the delivery pole of the subject stent was kinked during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. After taking out the subject stent system from patient's body, the inner body was migrated from outer catheter and the stent was half-deployed at tip of the stent system. Update: additional information received on 10 dec 2024 stated that the subject stent was deployed during retracting at tail of guide catheter outside patient's body. Also, there was friction when moving the subject stent system over the guidewire and resistance while advancing the subject stent delivery system through guide catheter.

Event description:
It was reported that during one stenosis case, the operator used a guidewire to deliver subject stent, and resistance was encountered and after several tries the subject stent could not be delivered to the location. It was found that the delivery pole of the subject stent was kinked during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. After taking out the subject stent system from patient's body, the inner body was migrated from outer catheter and the stent was half-deployed at tip of the stent system.